Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 300 mg/dl, 100 mg/dl, and 70 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however test strips are no longer available; replacement was sent.